Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4: reference MFR. Report: 1627487-2017-04040, reference MFR. Report: 1627487-2017-04041, reference MFR. Report: 1627487-2017-04042. It was reported the patient ((B)(6)) was hospitalized due to an infection at the ipg pocket. In turn, surgical intervention was undertaken during which the entire system was explanted. Antibiotics were administered to treat the infection. The infection has since resolved.